Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, the suture and knot came out with the device after deployment (suture did not capture vessel wall). This occurred with four prostyle devices. The sheath was upsized to a 21f sheath and the aaa procedure was completed. Cut down surgery was performed to achieve hemostasis there was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.